Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the superficial femoral artery after an unspecified procedure. Reportedly, as the device was advanced in the skin tract, resistance was felt and the shaft could not be advanced. The device was removed and a non-abbott device was used to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.